Event description:
Customer reports getting err after dosing while using the aviva system. Customer reports she was passed out at home due to diabetes and was hospitalized for about 10 days. Customer states she hadn't been testing because her meter was unavailable. Customer reports the last time she was able to test was one month prior. Customer states her sister called emts; does not recall anything as she was out for 2 days; treatment received was not provided. A request was made for return of the suspect product and a replacement was sent.